Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/21/2016 and found the leak at pinch valve pv37 tubing. He replaced pv37 tubing, which addressed the leak. He also found another leak at pinch valve pv49 tubing. He replaced pv49 tubing, which addressed the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak of 10ml from a coulter hmx hematology analyzer with autoloader while performing reproducibility. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.